Manufacturer narrative:
The investigation is on-going. Supplemental reports will be submitted upon completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant sars-cov-2 results for patients tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lots 10125u and 10308z) and other platforms. No harm or injury was indicated. Ten mdrs will be filed, one for each of the alleged patient samples per FDA guidance.

Manufacturer narrative:
No issues were identified with the complaint kit lot during the course of the investigation. Differences observed could be due to the concentration of viral particles present in the samples as well as technology and specificity differences between the tests used during initial and repeat testing. Removed reference to lot 10125u corrected sample result details. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in the us alleged discrepant sars-cov-2 results for patients tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10308z) and other platforms. No harm or injury was indicated. Ten mdrs will be filed, one for each of the alleged patient samples per FDA guidance.